Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint conclusion has been updated with additional information concerning a stroke. This (B)(4) study patient underwent carotid artery stent implantation and approximately eight months post procedure died from unknown causes. This was a (B)(6) male with medical history including hyperlipidemia, cardiac arrhythmia, CABG, mitral valve replacement, renal insufficiency, diabetes, coronary artery disease, myocardial infarction, and hypertension. The target lesion was left carotid artery described as mildly tortuous and 85% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated. A precise pro rx 10 x 40mm stent was deployed at the target lesion. The patient was discharged the following day on an asa and plavix regimen. The stent remains implanted thus unavailable for analysis. On (B)(6)2009 at 03:00 hours, the patient was found in bed with neurological changes and was thought to "have had a cva". The physical examination revealed aphasia. He could not follow commands. There was a positive babinski on the right and a right-sided paralysis. A head CT without contrast was performed. The results of the study were as follows: there appeared to be an old ischemic infarct in the "right mid and posterior and parietal lobe". There was no evidence of an acute bleed or no extra-axial collections. A heparin infusion was subsequently started but there was no improvement in the paralysis noted. The decision was made by the family to transfer the patient to an outside hospital for further evaluation. Upon his arrival at the facility, the neurological examination revealed the patient to be unresponsive. He had a dense right hemiplegia and he withdrew to noxious stimuli on the left. The clinical impression of the attending physician was that the patient had experienced a profound cva. It was further noted there was no aggressive intervention that could be performed at that time. He was subsequently transitioned into hospice care. On (B)(6)2009 the patient expired. The cause of death was classified as unknown. The site also reported that the certificate of death was unable to be obtained. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13443640 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Stroke is a known potential risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. A blood vessel that is not blocked, but is extremely narrowed, can also cause a stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Event description:
The report is from the study. The pt was a male with a history of hyperlipidemia, cardiac arrhythmia, CABG, mitral valve replacement, renal insufficiency, diabetes, coronary artery disease, myocardial infarction, and hypertension. The target lesion was the left coronary artery. Pre-procedure stenosis was 85%. Lesion length was 20mm and diameter was 7mm. The lesion was mildly tortuous. The lesion was pre-dilated. A precise pro rx 10 x 40mm stent was deployed at the target lesion. During the procedure, an angioguard rx, size 8 basket was successfully deployed and retrieved, the pt was discharged the following day (2008). The pt died in 2009. Cause of death is unk.

Event description:
It was reported that the patient's pump was alarming, but was not confirmed by telemetry. The patient described the presence of a two-tone alarm/critical alarm. The patient's healthcare provider (hcp) was weaning the patient off intrathecal dilaudid/bupivicaine for the previous six weeks, in preparation for the explant of the device. Per the patient, the pump was to be turned to "zero" and stopped prior to surgery. The pump contained only saline at the time of this report. The patient experienced "more pain." It was further reported that the patient's catheter was fractured. The catheter was removed and the patient's pump was also to be replaced. No further details or patient outcome was provided. Additional information was requested, but not available at the time of this report. A follow-up report will be filed if additional information becomes available.